Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient was admitted after receiving inappropriate therapy due to atrial flutter. An atrial flutter ablation was performed with no complications, and patient was discharged same day. Device remains implanted.